Event description:
It was reported that a patient's subcutaneous lead was damaged during a subcutaneous trial. After placing the lead, and upon testing of the lead, it was found to be potentially too deep in the tissue. It was attempted to retract the lead and "superficialize" it. As the lead was withdrawn from the patient, the sheath "sheared away" as it came out of the skin. The lead was returned to the manufacturer. A new lead was placed without difficulty. No further details, patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).